Event description:
The stent struts were uplifted on both ends when removed from the packaging. It was never used in the pt.

Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report is not available as of this writing. Add'l info received will be submitted within 30 days upon receipt.